Event description:
It was reported that the system 6800's c-arm was loose posing hazards. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system and mechanically balance and tighten the c-arm. Any necessary mechanical parts will be replaced at that time. No further problems are anticipated once repairs have been affected. An additional report will be filed if any further information is received.